Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion and the balloon shaft fractured about 40cm from the hub. The device was simply and completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. Microscopic and tactile examination revealed a fracture in the hypotube, 78cm from the strain relief and a kink that was 68.5cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Microscopic inspection found no irregularities or defects to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced but failed to cross the lesion and the balloon shaft fractured about 40cm from the hub. The device was simply and completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.